Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the displayed image loss was physical stress was applied to the insertion section while the user was handling the device which led to damaged charge-coupled device unit. The event can be detected/prevented by following the instructions for use which state: ¿- do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed image was turning off when the scope was angled sharply. The issue was found during an unidentified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the adhesive on the protective coating of the bending portion of the device was separated, the connecting tube had a dent, the universal cord had a wrinkle, the insertion tube could not be angulated correctly, there was excess movability in the angulation control knob, the switch board unit for switch 4 was broken, and the image produced was blurry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.